Event description:
The patient reported that they had a hernia repair (B)(6) 2014 and it was not related to her device therapy. The patient lost her programmer manual at the hospital. The patient had been having problems with the interstim. The problems started 3 years ago. The first 6 months were great and since then interstim had not worked. The patient had changed programs and tried reprogramming. The patient had the program changed last week at the physician's office and she could barely drive home because the interstim was too strong. The patient had leg cramps starting (B)(6) 2015. The patient decreased the stimulation by a full point (1.0). The patient saw the physician (B)(6) 2015 and the program was changed and it felt better. The patient was on oral medication for bladder issues called oxybutynin, 10 mg, one pill per day. The patient was wetting through 3 pads a day. The patient had not had recent xrays of the lead. The patient said that the physician said if the issues continue she can just turn off the stimulator. The patient mentioned numerous surgeries not related to the device/ therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was having the device replaced due to it not having worked for them. She was not sure if the leads and/or the implantable neurostimulator (ins) was being replaced. The surgery was set for (B)(6) 2015. The patient had changed programs many times. She even kept a 20 day log where the patient logged the program and setting changes made by the health care professional (hcp). The patient would go through 3 pads a day. They took mybetriq and it did not help even with the stimulation on. She also purchased an impressa but that did not work either. It was further reported on (B)(6) 2015 that the implant stopped being effective, including getting worse after another point. She tried pills in addition to the implant and went through each program while using a log for 20 days. The hcp used a camera and it appeared that one lead was bent so they were going to do a replacement surgery on (B)(6) 2015, as reported earlier. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va098a6, implanted: (B)(6) 2013, product type lead. (B)(4).